Manufacturer narrative:
On 6/14/2018, mentor became aware that it was erroneously stated that the mentor lab has received the product in their lab for analysis. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 450cc saline, catalog #3502450, lot #7470294, sn #(B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 450cc saline breast prostheses. Left breast prosthesis deflation, ptosis, and capsular contracture baker grade iii on the right breast were diagnosed during physical examination. As a result, on (B)(6) 2018, the patient underwent removal and replacement with mentor smooth round moderate plus profile 450cc saline breast prosthesis on the left. On the right, the explanted device was re-implanted. Reinsertion of explanted devices is against the IFU. This medwatch form is for the right breast prosthesis.